Event description:
During a regular 6 week post-op follow-up visit on (B)(6), 2015, an x-ray revealed a module migration. The patient was asymptomatic, with no neurologic symptoms. Surgery was performed on (B)(6), 2015 to remove the migrated module (a "c" module). The remaining construct was intact and no additional action was required.